Event description:
A proglide device was received in the abbott vascular lab with no reported information. The device was returned with blood on the device. Subsequently the account was contacted and additional information received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported complaint related to cuff miss was able to be confirmed as all 3 posterior cuff tabs were flattened and the link inside the posterior cuff was higher than the tab level the posterior needle could not fully engage with the cuff to make a proper cuff connection. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue was noted by the manufacturer. Further assessment of this issue per site operating procedures is being performed. This issue will continue to be monitored.